Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter did back to back blood glucose tests and got results of 254 and 332 mg/dl. Tests were done within 10 minutes, using separate fingersticks. Reporter did not have any symptoms. No control solution test was made due to availability of supplies.